Event description:
The affiliate reported, a customer with a pt who had "some sort" of reaction when they underwent echocardiography. It was reported that some instruments used in echocardiography had not been rinsed well after disinfected by disopa. At a later date, the facility reported that the patient had a "chemical burn" consisting of coloring of the lips, tongue, and pharynx, as well as wheezing, difficulty breathing, and dysphagia. The customer reported that the discoloration was noted about eight hours after the procedure began. The customer did not provide treatment information for the patient. It was reported that the customer soaked the tee probe in disopa for one week and then rinsed for five minutes. Rinsing procedure not provided.

Manufacturer narrative:
.